Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with a clinic staff member (csm) regarding the alarm, it was revealed that the hp was seen in the clinic on (B)(6) 2011, and per the nurse notes, the hp was retrained on therapy. The hp is continuing therapy. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error alarm that appeared on the homechoice (hc) display during dwell cycle. The home patient (hp) had the clamps open on the unused lines. The technical service representative (tsr) assisted to clear the alarm. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.